Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, which was resolved with a set change. This was a past issue and therefore, no troubleshooting could be performed. The alarm could have been caused by a reservoir, infusion set, or insertion site occlusion. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).